Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event was not related to the patient index condition. The event was possibly related to the patient condition. The event may be related to the thrombectomy/index-procedure. The event was not related to the medtronic devices used. Additional intervention or additional treatment was required to address the adverse events, specifically the removal of the intracerebral hematoma. The event led to serious deterioration in the health of the subject, as defined by: in-patient or prolonged hospitalization. Additional information received that after the procedure, crossover superselective imaging of the right iliac artery showed pseudoaneurysm formation in the right femoral artery. No treatment was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated in the solitaire study had complications. The site indicated that an intraventricular hemorrhage was seen on 24-hour post index procedure imaging on (B)(6) 2024. The site has been queried to enter an adverse event to capture additional information as this could be related to the study procedure and study devices utilized. Additional information was received reporting the patient was admitted to the neurosurgical intensive care unit for continued treatment from (B)(6) 2024 and was still in a coma when the email was sent. Postoperative head CT showed that the left frontotemporal cerebral hemorrhage. The cause of the hemorrhage was not determined.